Event description:
It was reported the surgeon placed the shapematch distal femoral resection on the patient's femur. Pinned all of the hole locations and resected the distal femur. The surgeon then placed a standard triathlon (B)(4) ap sizing guide set at 3 deg external rotation on the femur and established the two pin holes. Then the surgeon compared the placement of the holes established by the shapematch cutting block to the other set of holes established by the ap sizer. The holes established by the shapematch block measured (using a ruler) 5mm posterior to the oer side of holes. The surgeon then placed the 4:1 cutting block on femur using the shapematch holes. The surgeon then used an angel wing in the 4:1 cutting block to check his resection levels. The surgeon said that no posterolateral bone will be resected if he uses the placement established by the shapematch blocks. The surgeon then used the holes established by the standard ap sizer to finish all of his cuts.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.